Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The customer changed the cartridge, infusion set and site. The customer's blood glucose level (bg) was 405 mg/dl. The customer was to deliver a correction bolus to address the high bg level. As the supplies had been changed prior to contacting tandem technical support, troubleshooting to determine a possible cause of the occlusion was unable to be performed.